Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) that recharging was taking too long and they were getting poor coupling. Repositioning the antenna did not resolve the issue, however doing an antenna locate (al) feature resolved the issue. The coupling issue started 1.5 weeks ago, and up to that time the patient was able to get 6-8 coupling bars. The caller speculated the implantable neurostimulator (ins) may be tilted but the caller was able to get 6 coupling boxes after the al feature. The patient had spent multiple hours over the course of 3-4 days while getting 2 coupling boxes but couldn¿t get the ins to reach 25%. The ins was depleted at the time of the report and had been for about 1.5 weeks. The patient tried using the antenna dial, a spacer, ¿etc.¿ to get better coupling but these were not effective. The al feature showed 52-64 and the patient immediately got 6 coupling boxes. Additional information received from the rep indicated they got the recharging statistics and the patient¿s charging time seemed normal and the patient wasn¿t charging as much as they claimed. Recharging number=23, typical duration(hrs)=1.5, typical interval(days)=1.7, typical coupling=2. On (B)(6) 2016: duration(hrs)=1.1, %charge at end=25. On (B)(6) 2016: duration(hrs)=2.9, %charge at end=0. On (B)(6) 2016 : duratio n(hrs)=1.9, %charge at end=0. On (B)(6) 2016: duration(hrs)=1.5, %charge at end=0. On (B)(6) 2016: duration(hrs)=0.8, %charge at end=0. On (B)(6) 2016: duration(hrs)=0.3, %charge at end=0. Additional information was received from the patient and the rep. It was reported that the patient had a tilted battery, had difficulty charging and was unable to get more than 2-4 coupling boxes consistently with charging. A contributing factor to the issue was that patient had lost weight. The physician and the patient discussed a possible pocket revision, however, no details were set. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated. The ins was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had a pocket revision on (B)(6) 2018. They stated they called today reporting that the battery was tilting again and they were unable to charge without causing more pain to themselves from the position they had to get in to charge. The patient was instructed to follow-up with their physician as well as to get an appointment. The patient was given information on what would happen if the battery discharges. The rep called in later on (B)(6) 2018, as they wanted to know if recharge information showed on a report and technical services reviewed it does not. The rep stated that the patient¿s battery was tilted and they had a battery revision, but the patient kept losing weight and so the battery kept tilting, which was resulting in poor coupling. The patient experienced the tilting again since the revision in april again resulting in issues with recharging. The doctor had started the process to get the latest ins model authorized. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep has no further information, and at the time the surgeon and patient were debating surgery, but they have not been notified of anything and will follow-up when they have more information. No further complications were reported or anticipated.